Event description:
The nurse was inserting the catheter and, faced with the difficulty of progressing the device, performed flushing, when the catheter broke close to the fixation wing. Was there any harm to the patient due to the obstruction or rupture of the catheter? (Detail) no was there a need for medical and/or surgical intervention due to the event (implantation of a new catheter, medical procedure, administration of anesthesia, imaging tests, surgery, administration of medication, etc.)? (Describe and detail any consequences); newborn needed a new attempt of insertion, after immediate removal of the broken catheter. Has there been blood or chemotherapy exposure to mucous membranes or skin? If yes, were post-exposure prophylactic measures taken? No what drug was being delivered through the device until the time the obstruction was observed? None, breakage occurred during insertion. Actually, only saline solution 0.9% for flushing. What is the date of device implantation? Attempted insertion (B)(6) 2022. Was it replaced with a new catheter? Yes was the fracture internal or external to the patient? External did the patient experience any symptoms related to device obstruction or rupture? If yes, which ones: no

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
What drug was being delivered through the device until the time the obstruction was observed? None, breakage occurred during insertion. Actually, only saline solution 0.9% for flushing. What is the date of device implantation? Attempted insertion 05.04.22 ] was it replaced with a new catheter? Yes. Was the fracture internal or external to the patient? External did the patient experience any symptoms related to device obstruction or rupture? If yes, which ones: no additional information: nurse removed a previous catheter because it was contaminated, when trying to pass the new catheter she reports: "the catheter was progressing at the beginning and in the middle it did not progress at all, I changed the patient's decubitus, repositioned it, it was super difficult. I removed it, and I was going to try the other side, the jugular. And then when I was handling the catheter, washing it/when I went to perform the flush, the catheter broke. It totally came out of that hub. It's not even a break, it felt like it was disconnected there." Add info received. Yes, the indication for catheter replacement is due to device-related bloodstream infection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter is confirmed; however, the exact cause is unknown. One 2 fr single lumen per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned sample. A break was observed in the catheter tubing within the strain relief. Some tensile weakness was observed in the catheter tubing around the 9 cm and 10 cm depth markers. No tensile weakness was observed at the proximal end of the catheter. A microscopic observation revealed striations on the distal side of the break on the detached catheter segment. However, no striations were observed on the proximal side of the break within the strain relief. The surface of the proximal side of the break was observed to be granular in texture. Both break sites were observed to be mostly flat and straight with a very slight angle. While the exact cause of the break in the catheter tubing is unknown, possible causes include over-pressurization, instrument damage, and over-stretch. H3 other text : evaluation findings are in section h.11